Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 163 mg/dl at the time of call. The customer treated her low blood glucose with food and glucose tablets. The customer stated that there was a bolus delivered and then a manual injection of the same amount. The customer was explained that it was stacking and could cause low blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the drive support cap appeared normal. The customer was advised to speak with their health care professional regarding the low blood glucose. The insulin pump will not be returned for analysis.